Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon removal, the rota burr got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another of the same device. There was no patient complications reported post procedure.

Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon removal, the rota burr got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another of the same device. There was no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. During visual inspection, device returned without the burr loaded on it. Therefore, no sign of jamming could be observed. Body of the guidewire was kinked 1.5 inches and 10.5 inches from proximal to distal. No other issues were identified during the product analysis. During microscopic and dimensional inspections, 64.5 inches of the middle section of the guidewire was detached and did not return for analysis. No other issues were identified during the product analysis.